Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require assistance from a third-party. Customer support assisted caller in resetting pump and reloading cartridge, confirmed that malfunction did not recur after reset, advised caller to resume insulin and continue using pump, and instructed caller to call back if malfunction returned.